Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/03/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2016 with the following findings: a review of the black box data and alarm history revealed multiple consecutive cs052/cs054 alarms. During investigation, the ez-prime steps were performed correctly with no ¿cs052¿ alarm or other warnings occurring. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board (pcb) or cgm module. The complaint of a cs052/cs054/sleep call service alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).